Event description:
It was reported that after retrieval bubbles and unevenness were observed proximal to the infusion lumen. Reportedly, there were problems removing the device. It was reported that the catheter could only be pulled out for 2 cm before "stagnating". The catheter was retrieved (songraphy controlled) and a thrombus was observed (v. Jugulais dex.) Reportedly, there were no patient complications or injures reported.

Manufacturer narrative:
The device has not been returned for evaluation.